Manufacturer narrative:
(B)(4). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."occupation is lay user/patient.

Event description:
There was an allegation of questionable results from a coaguchek xs meter (serial number requested but not provided) compared to a laboratory result using an unknown method. The meter result was 3.2 inr. The laboratory result was 4.2 inr. The patient's therapeutic range is 2.5-3.5 inr.